Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that, while in use on a patient the compressor on a 980 ventilator generated an abnormal noise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.